Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported event was confirmed as the functional testing with hene (helium-neon) laser fixture identified a break in the fiber body between input connector and control knob. It is probable that the fiber break occurred due to excessive manipulation or bending of the fiber during fiber removal from the packaging or set up of the fiber. The interaction between the user and device, caused or contributed to the observed fiber break. According to the device instructions for use (IFU), do not excessively manipulate or bend the fiber. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, the fiber was thoroughly analyzed. The functional testing with hene (helium-neon) laser fixture identified a break in the fiber body between input connector and control knob. The aim beam was present at the location of the break. Visual examination identified that the connector cone, segments, and tabs were in good condition and secured. The fiber connector passed the signature verification fixture test. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states, caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Caution: do not bend the fiber. Investigation conclusion: based on the information available, a probable cause of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber break and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber did not functions from the start. It was observed that the inside of the fiber was red, apparently with some internal disruption. A second fiber was utilized to complete the procedure without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber did not functions from the start. It was observed that the inside of the fiber was red, apparently with some internal disruption. A second fiber was utilized to complete the procedure without clinical consequences to the patient.